Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the mild calcified superficial femoral artery (sfa) artery. An ht command 18 st guide wire (gw) was advanced through a guide catheter without resistance, however before reaching the lesion, the physician decided to swap the guide wire with a different one. The guide wire was withdrawn from the patient anatomy without resistance, and it was noted that the polymer coating of the guide wire had slid off the wire. The guide catheter was removed from the patient anatomy, and it was flushed, and the separated coating was found inside the guiding catheter. There was no coating left in the patient anatomy. The procedure was successfully completed with a new guide wire. There was no adverse patient effects and no clinically significant delays in the procedure. .

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation/polymer was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on this evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial medwatch report, the following information was received: it was reported that the 300 ht command 18 st guide wire (gw) was advanced through a .018 non-abbott guide catheter without resistance. No additional information was provided.